Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported receiving a low battery alarm. Troubleshooting found the battery does not last more than one week. The customer also stated there was no damage or corrosion to her battery compartment. The customer was advised to monitor her insulin pump. Customer's blood glucose was 246 mg/dl. No additional information provided.